Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was scheduled for reprograming today and impedances were tested revealing high impedances on electrodes two and three. These electrodes were not in use on any of the programs. There were no known contributing factors to the reported issue. Reprogramming was done and the issue was resolved at the time of the report. No surgical intervention occurred or was planned. The event date was asked but was unknown. No further complications were reported/anticipated.